Event description:
While inserting a biorci ha screw into the tibial tunnel, the screw broke. All visible particulate was removed from the patient. There was no patient injury or procedural delay reported at the time of this report. For this case, neither the starter as required in the IFU, nor the tap as recommended for hard bone were utilized.